Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump motor stall. The stall was confirmed in the event logs and no recovery had been recorded. The logs indicated that the pump stall occurred on (B)(6) 2011. The drugs used in the pump at the time of the event were hydromorphone, bupivicaine, and unk baclofen. Additional info has been requested; a f/u report will be submitted if additional info becomes available.